Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse and cystocele and rectocele. It was reported that following insertion the patient experienced bleeding, cramping, pelvic pain, and pain during intercourse. It was reported that following insertion the patient did not feel right and the pain progressively worsened as time passed. It was reported the initial revision surgery relieved some of the pain but the pain was ongoing. It was reported that patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2010 (exploratory laparotomy) and (B)(6) 2011 to correct painful complications. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that patient experienced vaginal bleeding, cramping and dyspareunia after implantation. The patient underwent the following additional procedures: repair of exposed mesh - (B)(6) 2010, exploratory lap - (B)(6) 2010, revision of anterior mesh and vagina cuff oversewing - (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.